Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/30/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed a pairing failure due to a failed transmitter error. The root cause of the transmitter error was determined to be a low transmitter battery. The reported issue of pairing failure is reportable based on the finding of a transmitter failure. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.